Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that patient had developed a rash under the lifevest. The patient's doctor instructed the patient to remove the device to let the skin heal. The outcome of the irritation is unknown.